Event description:
It was reported that this implantable pacemaker system recorded a ventricular event showing noise on the ventricular lead that inhibited pacing. The patient experienced a five seconds pause as a result, with no underlying ventricular activity observed. Lead assessment with a programmer was recommended. The device system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker system recorded a ventricular event showing noise on the ventricular lead that inhibited pacing. The patient experienced a five seconds pause as a result, with no underlying ventricular activity observed. Lead assessment with a programmer was recommended. The device system remains in service. No additional adverse patient effects were reported.